Event description:
A malfunction alarm identified as "malf 1" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use an alternate insulin delivery method called mdi while awaiting a replacement pump. Technical support arranged for a replacement device, and the customer agreed to return the malfunctioning pump using the provided return box and pre-paid label. The warranty on the pump was confirmed to be valid, and all necessary instructions and arrangements were understood and acknowledged by the customer.